Event description:
It was reported that a pump declared alarm 30 during pumping. There was no reported impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge with guidance from technical support; however, the cartridge alarm recurred, and the issue was not resolved. Technical support arranged to replace the pump, which was still under warranty, and provided instructions for using backup multiple daily injections (mdi) therapy to ensure continuation of insulin delivery. The customer was informed about returning the faulty pump using a prepaid label and acknowledged understanding the procedure for placing the pump into storage mode.